Event description:
The patient had had a ¿pretty good 13 years¿. Following the pump replacement on (B)(6)2014, the patient developed an infection. The infection was localized in the pouch and not the catheter. The patient had gone home after the replacement procedure, but there was one place that was stitched that wouldn¿t heal, so they had him come in to restitch it, but they found an infection so they took the pump out. The infection was discovered at the end of september. They got it cleared up and put in a new pump. The device system was delivering baclofen. For subsequent events, see manufacturer¿s report # 3007566237-2014-03311.

Manufacturer narrative:
Concomitant: product ID 8711, lot# j10874r50, implanted: 2001-(B)(6), product type catheter. (B)(4).